Event description:
It was reported that a stent that was implanted approx 2 months ago, fractured. The doctor relined the pt with another stent. Additional info requested, but to date has not been received.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample remains implanted. Based on the info received, the results are inconclusive and the root cause of the event is unknown.